Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial: (B)(6)); product type: implant date n/a; explant, date n/a, section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was designating MRI images as "not optimal for stealth." Issue did not appear to affect the CT images. The issue had allegedly been ongoing since the system went live approximately one moth ago. The ite initially thought it was an issue with th ge scanner, but ge insisted the issue was not on their side. The representative looked at MRI details and everything appeared to be to protocol, spacing, thickness, gantry tilt. There was no patient involvement.

Event description:
Additional troubleshooting information was received. It was reported that technical services (ts) looked at exams on the system and confirmed the warning messages ("irregular slice spacing" and "missing slices") for MRI exams. Cts do not have the warning. Spacing and thickness are both 1.0 so it's unclear how they can be "irregular". Ts scrolled through each slice in the series and did not see any missing. It was suggested the issue could be caused by the exams being fspgr images; per the ts response "I know fspgr images are a specific MRI acquisition method that is intended to decrease scan time and show certain elements of the scan more clearly. I am pretty sure it involves some kind of reconstruction during the imaging process, so maybe the navigation system doesn't like that." Ts will forward archives to engineering for further analysis.

Manufacturer narrative:
H2: additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.